Event description:
The customer stated that they want the part ID for speaker. There was no reported patient incident injury.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that they want the part ID for speaker. Per the customer he did run an audio test and it failed, he never go to 3 tones. There were no speaker related errors in the error log. There was no patient involvement.